Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported peeling was not confirmed. There was no hydrophilic coating peeling or any other peeling noted on the wire as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported issue and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the hydrophilic coating scraped off from the hi-torque balance middle-weight universal ii guide wire when the guide wire interacted with the introduction device during advancement. Coating was left on the user's gloves and the sterile field. The guide wire was removed from the patient and another guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure was reported. No additional information was provided.